Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer in the past was hospitalized due to high blood glucose levels. Bg value not provided. Tandem technical support attempted to follow up with the customer, however, the customer declined to provided additional information regarding the past hospitalization.